Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated their sphincter device "went bad" and was removed. Patient did not want to provide further details. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s device was removed, and they had a pouchoscopy. Their pre-op diagnosis was encopresis without constipation, and overflow incontinence. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported they had a back problem when the device was implanted and they had the device removed. No further complications were reported or anticipated.